Manufacturer narrative:
No product problem detected. Fragment of abutment screw could not be removed. Dentist should be consulted instruction for use to prevent this from happen.

Event description:
Fractured abutment screw. Fragment of abutment screw could not be removed.